Event description:
It was reported that during a da vinci-assisted surgical procedure, when using the synchroseal, there were uncontrolled movements of the instrument contrary to the movements triggered by the surgeon using the hand controllers on the console. The instrument performed uncontrollable movements that the surgeon did not intend. As this happened at the end of the procedure, the patient was not harmed. The team naturally inspected the instrument and the sterile drape for damage, and everything was intact. The problem was resolved with a new synchroseal. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the synchroseal instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage on the snake wrist cables nor main tube observed during testing that would have caused the failure. The instrument passed continuity and seal tests. Further evaluation found the instrument had the jaw cover torn. The tears measured roughly 0.1750" x 0.1140". A visual inspection displayed signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The jaw cover was found to be dislodged. The jaw washer appears under the surface of the jaw cover. The probable root cause of torn instrument jaw cover and detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Additional information revealed that the same event was reported twice per MFR report# 2955842-2025-36573.

Event description:
Refer to h11 for follow-up information.